Event description:
Reference number (B)(4). Event occurred in japan it was reported that the patient faced the infusion set leakage issue with three to four sets on (B)(6) 2025. The fluid infusion leakage from insulin between the quick set cannula and the tube. No further information available.

Manufacturer narrative:
Initial and final MDR- (B)(4)- device 1 of 4, h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.